Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). UDI information is unknown. Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition. Found water leak on the bottom of the case. The root cause of the reported issue was found to be a leak at elbow fitting of drain tube. Actions were taken to mitigate the reported issue are unknown.

Event description:
It was reported that the warmer was leaking water enclosure cracked. No patient injury was reported.